Manufacturer narrative:
(B)(4). The patient was doing well and was recovered from the previously reported peritonitis (previously, the outcome was recovering). The peritoneal effluent fluid was clear and on an unreported date, the previously reported antibiotic therapy was completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with injection vancomycin (2 grams, frequency, and route not reported) for peritonitis. At the time of report, the patient was recovering from the event. The action taken with dianeal therapy was not reported. No additional information is available.